Event description:
It was reported that the insulin pump had blank screen due to customer went into the water. Customer stated the screen had dark line across the screen and can see the moisture in the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.